Event description:
Boston scientific received information that the patient implanted with this product reported experiencing a pre-syncopal episode. The patient informed boston scientific that his physician was contacted regarding this event. A local area sales representative was contacted, who confirmed no device malfunction occurred.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately six years later this device was explanted for normal battery depletion (nbd) and returned for analysis.